Event description:
It was reported that cartridge alarm occurred during cartridge load process, and caller stated prior cartridge alarms had also occurred with consecutive cartridges on same pump. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, and instructed customer to place pump into storage mode and return it using prepaid label within 10 days; customer was also advised to re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and select appropriate setup option for users coming from another pump, which customer understood and acknowledged.